Event description:
Midline catheter was inserted into left antecubital vein of a 81 yr old female pt who was been treated for pneumonia. Next day nurse noticed approx one inch of tubing was lying on skin under the transparent dressing. After removing, nurse did not observed the remainder of tubing. X-rays of several areas of pt's body were taken and no foriegn body was found. Pt's condition is fine, and no symptoms or reactions were reported since 08/30/97.